Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure: spinal internal fixation system type of procedure: chasing screw fixation it was reported that intra-op, when the surgeon normally used the tool to lock, the screw plug slippage occurred and the lock cannot be finally completed. The set screw was replaced with the new one. No patient complications were reported.